Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery the sutures of the knotless helicoil anchor ripped through the eyelet. The malfunction occurred three times. The anchor was then pulled out manually and discarded. The procedure was completed using a back-up device in the same hole with a 5-minute surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the peek-optima lt 3 injection moldable polymer found that raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.